Event description:
The facility reported (see attached form FDA 3500a), a posterior capsule tear during I/a. The I/a tip was noted to have rough edges due to being dropped. The surgeon declined to complete the questionnaire. The surgeon further stated the issue was the fault of the surgery center staff. The I/a tip was dropped prior to sterilization and should not have been included in the instrumentation tray for use. The surgeon completed the unplanned anterior vitrectomy. The surgeon stated the pt is doing well and can see just fine.

Manufacturer narrative:
There were no samples returned for eval, no questionnaire returned for review, and no additional info provided by the customer. For this reason, there is insufficient info to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate adverse trends for the reported event.